Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel from single emergency department (ed) patient, no lab confirmation with lab analyzer. Patient visited ed with initial condition of dehydration and fever. Patient is still in ed (unknown if patient will be admitted and patient refuses to be admitted). Sample type: edta-whole blood (wb) and plasma. Data details: one sample drew tested twice on one meter. Reference range: critical >0.05 (no indeterminate range used).

Manufacturer narrative:
No false positive or high bias tni was observed with any of the ten (10) whole blood donor (n=6/donor). No sample was returned for testing. Sample interference cannot be ruled out. No product deficiency was established. All results of the testing met the release requirement for the device. We have 95% confidence that the devices will demonstrate at least 95% reliability since all devices were well below 0.10 ng/ml for tni. As of (B)(4) 2012, there are two complaints for w50648.